Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that premature battery depletion was observed. Device replacement was suggested. The patient will continue to be monitored and was in good condition afterwards.

Event description:
New information received indicates that the device was explanted and replaced. The patient was in good condition post-procedure.